Event description:
At 1700 hrs an intravenous pump was started on the pt to infuse a 500cc bag of heparin mix at 35cc per hr. The pump began alarming at 1830 hrs and the intravenous bag was found to be empty. Add'l coagulation studies were performed and the pt was instructed to remain still to avoid injury. No permanent injury was reported.